Event description:
As described by complainee - "I need to reach out to flexicare about some laryngoscope handles we have that failed prior to their expiration date. The product is the britepro solo mini single use fiber optic laryngoscope handle, prod. No. 040-309u. The lot # is 200604123 and the expiration date is 2025-05-01. The hndles light is no longer working or working intermittently, I dont know if this is a manufactuer defect or not. We used two handles from the box of this lot no. For an intubation in the nicu during a delivery and they all either dont work or the light comes on intermittently."